Event description:
It was reported that, "the guide and drill were catching onto each other. The drill now has a damaged tip."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.